Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an extreme amount of resistance was encountered when attempting to withdraw the competitor guidewire from the newly implanted left ventricular (lv) lead, so much that a portion of the wire likely remained in the lead. The lead remains in use. No patient complications have been reported as a result of this event.